Manufacturer narrative:
On initial MDR the product code of a050301 was an error. The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic with an unspecified handpiece. It is unknown if qualified product was used. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. A qualified cartridge and viscoelastic with an unspecified handpiece. It is unknown if qualified product was used. The IFU (instructions for use) instructs that an company qualified delivery system combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified iol(intraocular lens) delivery system. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No additional information has been provided at this time. File will be reopened when more information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, plunger slipped under lens when injecting into eye . There was no patient contact. Additional information has been requested, received and stated lens was implanted and explanted in initial procedure. There was no patient harm.